Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the basket fully advanced and buckling of the sheath was observed at the proximal end. The sheath has buckled from 17.1cm to 19.4cm distal to the handle. When attempting retraction while in a relaxed, uncoiled, position on the table top, the basket would not retract due to encountering resistance and the buckled portion of the catheter compressed further. When the catheter was fully straightened the basket is able to advance and retract with minimal resistance. Some friction was felt as the drive wire passed through the buckled portion of the sheath. Compression of the buckled sheath was still noted during retraction. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report of difficulty advancing and/or retracting. The cause of the advancement and retraction difficulty is unknown. A corrective action (CAPA) has been initiated to address instances of difficulty during basket advancement and retraction. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all memory eight wire baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) has been initiated in an effort to reduce occurrences of this nature. The product said to be involved is included in the scope of the corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography, the physician used a cook memory eight wire basket. It was initially reported that when the nurse tried to capture the stone, she recognized that the handle didn't move at all. So the physician withdrew the basket out of the scope and exchanged another mb-35 and finally he captured the basket and finished this case. The basket would have been retracted to advance the device through the scope so if the handle did not work while the device was in the patient the basket would be retracted and unable to advance. This has not historically caused or contributed to serious injury nor death to the patient so it was considered not reportable at that time. The device returned on 09jan2026 and per initial qe evaluation, "the basket was returned fully extended and there was kinking of the sheath at the base of the handle. The basket would not retract and caused more kinking of the sheath at the base of the handle." This changes the assessment to unable to retract the basket and is the subject of this report. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.